Manufacturer narrative:
H3: product analysis for product #nav4680003; lot# em21h056 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for oblique lateral interbody fusion spinal therapy. Levels implanted at l3-l5. It was reported that the threaded tip of the inserter broke off inside the trial. The trial is not broken or damaged, but the threaded inserter tip is broken inside it. There was no patient symptoms reported. There were no further complications reported regarding the event.